Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported unintended movement of clip open during efaa and clip open while locked. There is no indication of a product issue with respect to manufacture, design or labeling. Imaging review: one (1) fluoroscopic still image was provided. The image captures three implanted clips: two triclips (bottom) implanted during the incident case and one mitraclip (top) implanted in a prior, unrelated case. Per the incident details, the reported triclip was an xt size and implanted central a-s; therefore, the incident clip reported for clip opened while locked (cowl) is the middle / central clip in the image. The clip arm angle appears to be ~15° - 20°. This is an estimation based on visual assessment with the unaided eye and is not confirmed. However, the post deployment state of the reported clip observed in the image does not present with a significantly large arm angle associated with a cowl event. Furthermore, no pre-deployment cine of the reported clip was provided; as such, no assessment or comment can be made regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment). With no pre-deployment cine for comparison, a potential clip arm angle change during / post deployment cannot be adequately assessed to confirm if a post deployment cowl occurred. Lastly, the still image does not capture efaa attempts; therefore, the reported efaa failure (clip open - efaa) cannot be assessed or confirmed via cine evaluation. There are no other observations based on the fluoro image provided.

Event description:
It was reported that a patient presented with grade 3 functional tricuspid regurgitation (tr), history of a previous mitraclip procedure, and an enlarged atrium for a triclip procedure. An xtw clip was implanted central on the posterior and septal leaflets (p/s). A second clip, an xt was placed central on the anterior and septal leaflets (a/s). During deployment establish final arm angle (efaa), the xt clip opened from 10 degrees to approximately 45 degrees. The clip was closed again and deployed. After deployment, the clip had opened to 25 degrees. The tr had increased from the assessment before deployment, but the clip remained stable. The overall tr was reduced to grade 2, with two clips implanted.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a patient presented with grade 3 functional tricuspid regurgitation (tr), history of a previous mitraclip procedure, and an enlarged atrium for a triclip procedure. An xtw clip was implanted central on the posterior and septal leaflets (p/s). A second clip, an xt was placed central on the anterior and septal leaflets (a/s). During deployment establish final arm angle (efaa), the xt clip opened from 10 degrees to approximately 45 degrees. The clip was closed again and deployed. After deployment, the clip had opened to 25 degrees. The tr had increased from the assessment before deployment, but the clip remained stable. The overall tr was reduced to grade 2, with two clips implanted.